Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located in the battery compartment, behind the display, and in the ir window. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, there was visible moisture on the display. The cloudiness was caused by moisture condensation on the display. There was moisture in the ir window. There was no moisture in the battery compartment. A leak test failed due to a leak from the display lens. The pump was opened and there was moisture corrosion found on the printed circuit board and motor assembly.